Event description:
Tubing got a kink right above the pilot balloon almost causing the patient to code due to not being able to ventilate.

Manufacturer narrative:
This was a delay in intubation and ventilation. The complaint of "tubing kink right above the pilot balloon" regarding part h-pfhv-65-10 was not confirmed. The root cause cannot be determined but could possibly be a result of the tubing thickness being too thin. A risk assessment was performed using RMA-20024b, rev 1 and the severity rating was determined to be 7/10 which does not require the initiation of a CAPA. There have been 4 other complaints against h/I-pfhv-65 in the past 24 months. 0 of those complaints were regarding tubing kinks. An inventory evaluation of this lot was completed but no non-conformances were found. A resolution letter was sent to the customer.

Manufacturer narrative:
This was a delay in intubation and ventilation. The complaint of "tubing kink right above the pilot balloon" regarding part h-pfhv-65-10 was not confirmed. The root cause cannot be determined but could possibly be a result of the tubing thickness being too thin. A risk assessment was performed using RMA-20024b, rev 1 and the severity rating was determined to be 7/10 which does not require the initiation of a CAPA. There have been 4 other complaints against h/I-pfhv-65 in the past 24 months. 0 of those complaints were regarding tubing kinks. An inventory evaluation of this lot was completed but no non-conformances were found. A resolution letter was sent to the customer. **UDI related data quality updates only**

Event description:
Tubing got a kink right above the pilot balloon almost causing the patient to code due to not being able to ventilate.

Manufacturer narrative:
This was a delay in intubation and ventilation.

Event description:
Tubing got a kink right above the pilot balloon almost causing the patient to code due to not being able to ventilate.